Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated advia centaur troponin ultra result was obtained on a patient sample. The patient sample was repeated twice and negative troponin ultra results were obtained. The result was reported to the physician as negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.